Event description:
After turning on t-wave suppression, the physician decided to re-do dft testing. A full follow-up was performed on the device prior to testing with no anomalies. After the pacing train was started for a shock t induction, noise was noted on the rv lead. The noise remains following the dft test. Impedance on the lead dropped from 622 ohms to 240 ohms. This device was explanted on (B)(6) 2013 and replaced with another ICD lead.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 46 cm proximal to the lead tip. The proximal lead fragment was not returned for analysis. The inspection demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.